Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years 3 months post implant of this aortic bioprosthetic valve, the patient was being considered for a valve-in-valve replacement procedure for unknown reasons. Subsequently one month later the patient successfully had an aortic valve-in-valve replacement with a transcatheter valve due to stenosis and increased gradients. No additional adverse patient effects were reported.